Event description:
The following information was reported to gore: on (B)(6) 2023, the patient underwent an endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses and a gore® excluder® conformable aaa endoprosthesis. On (B)(6) 2023, a reintervention was performed to treat a type iii endoleak. After the treatment for the type iii endoleak was completed, an angiography revealed a proximal type I endoleak. Both the trunk ipsilateral leg endoprosthesis and the aortic extender component were found to have migrated distally about 5 mm from the time of the initial implantation on (B)(6) 2023. As a treatment, an aortic extender component was implanted in a position where it covered half of the renal artery. The renal artery was intentionally covered by the device to treat the endoleak, but it was unplanned vessel coverage. The proximal type I endoleak was not resolved, and the physician decided to monitor the patient. The procedure was completed. The physician's comment: there is a space at the outer curvature of the aorta, so migration may reoccur.

Manufacturer narrative:
H.6. Investigation findings code c19: the device remains implanted and is not available for analysis. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act. It should be noted that, per the gore® excluder® aaa endoprosthesis instructions for use, complications associated with the use of the gore® excluder® aaa endoprosthesis that may occur and/or require intervention include, but are not limited to, endoleak and/or vessel occlusion.